Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact technical support if the issue reappears.